Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported has a problem with the implant holder key for his contra-angle handpiece; he can no longer insert it into his handpiece. He would like to have his handpiece repaired under warranty and receive a replacement (ref: (B)(4).